Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump. Review of the pump data logs by tandem technical support showed that the battery dropped from 85% to 5% then jumped back to 100%. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-38459.